Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) exhibited high pacing thresholds following implant. A perforation was later confirmed via x-ray for which a revision procedure was performed and the lead repositioned without further consequence to the patient. No additional adverse patient effects were reported. This lead remains in service.